Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has nose irritation, dizziness with headache, lung disease with inflammatory response, and other diseases like mucositis, rhinitis, recurrent nasal discharge, cough and bronchitis. No medical intervention was specified. The manufacturer was made aware of this information through a representative of the customer. Due to potential litigation surrounding this case, no follow up can be performed at this time and also no further investigation can be performed. If any additional information is received a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been yet returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the patient has nose irritation, dizziness with headache, lung disease with inflammatory response, and other diseases like mucositis, rhinitis, recurrent nasal discharge, cough and bronchitis. No medical intervention was specified. The manufacturer was made aware of this information through a representative of the customer. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error code found. During the evaluation secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box: h has been updated.